Manufacturer narrative:
Follow-up #1 date of submission 07/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history showed that the last basal delivery was on (B)(6) 2014 and showed that the data from the reported event had been overwritten. There was no activity outside of normal use observed. During testing, the ez-prime steps and 24 hour duration test were performed successfully with no warnings or alarms occurring. The pump¿s cover was removed and internal clock battery on the printed circuit board was found to be corroded. The complaint of a time loss issue was unable to adequately investigated due to the failed internal clock battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump lost time. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the time issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.